Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found. Codes applicable to different issue found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer's blood glucose level was 255 mg/dl. The contact stated that the customer will consult with their health care provider (hcp) to obtain back up therapy. Tandem technical support offered to follow up with the customer to ensure if back up therapy has been obtained; however, the customer declined.